Manufacturer narrative:
Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G5. PMA/510k# akl 20902714454.

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle they add it to the holder and it breaks. This has occurred 3 times. The following information was provided by the initial reporter: happened 3 times in 1 day, the customer used a needle by attaching it to the yellow holder, when turning the needle on the thread, the base of the needle broke and resulted in the needle being unusable.

Manufacturer narrative:
H.6. Investigation summary: material #: 301747. Lot/batch #: 2357885. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken male luer was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken male luer. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle they add it to the holder and it breaks. This has occurred 3 times. The following information was provided by the initial reporter: happened 3 times in 1 day, the customer used a needle by attaching it to the yellow holder, when turning the needle on the thread, the base of the needle broke and resulted in the needle being unusable.